Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. (B)(6) (pharmacist) is calling on behalf of the customer. The customer's expected blood glucose test result range undisclosed. (B)(6) (pharmacist) states that the customer did not test regularly like it should. She compares the result of the meter and the result from the laboratory for the customer and they did not match. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer taking insulin to manage diabetes. During the call on (B)(6) 2016 customer wasn't available for a back to back blood glucose testing. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/15/2018 but the pharmacist don't know when the strip vial was open. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.